Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not implanted because its model number matched four other devices that showed telemetry error messages. Although this device did not show the error message, the abbott representative did not feel comfortable providing this device to the physician for implant.